Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples for the lot 5407807 have already been previously tested in the (B)(4) on (B)(6) 2023. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report. Device history record (DHR) review: the lot 5407807 was manufactured according to the work instruction (wi) version 73 manufactured in the machine 8 and 12, on 09/nov/2022, with a total of (B)(4) units. Gluing of tubing the lot 5408738 was glued according to the wi version 24, with a total of (B)(4) units. The lot 5408739 was glued according to the wi version 24, with a total of (B)(4) units. Review of the DHR showed on inspection final is found one sample with delaminate tape, in extended inspection is acceptable. This not related to the failure on the complaint. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 19-feb-2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 5407807 no more complaints has been registered in database for the same lot 5407807 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: taiwan, province of china

Event description:
Reference number (B)(4) event occurred in taiwan, province of china it was reported that patient faced infusion set leakage event on (B)(6)2025. The leakage was on the top of cap. No further information available